Event description:
It was reported that the pump time was incorrect. As a result, the customer experienced a low blood glucose (bg) level of 54 mg/dl. An ambulance was called on to assist the customer, although specific details on what assistance was provided by the paramedic was not available. Customer consumed carbohydrates to address bg. During troubleshooting, customer confirmed that the time being incorrect was not attributed to issue with the pump. Customer corrected the time and continued using the pump for insulin therapy.